Event description:
It was reported by service report the motion interrupt pan was damaged. It was further reported there were damaged footboard modules which could allow fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan; damaged footboard modules.